Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All treatments on that day were finished successfully and all laser system functions were within specifications during treatments at this day. Clinical review shows the treatment report does not show any abnormalities of the completed cutting appearance and the set parameters are well within the specs. From this point of view, no conclusion can be drawn which might have led to the reported sticky flap edges (side cut). However, the described diffuse lamellar keratitis (dlk)and epithelial defects seem to be a result of the trauma caused by the difficulties when opening the side cut. No technical root cause was identified as the system was operating within specifications. The root cause for the sticky flap could not be determined conclusively but could be a contributing factor for dlk and epithelial defects. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported diffuse lamellar keratitis (dlk) in a patient's right eye same day after lasik procedure. Epithelial defects were also noted. Sticky edge on flap was noted. Upon follow up, symptoms were reported resolved. Patient is using artificial tears. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.